Event description:
Srom stem and head, biomet cup and polly were implanted 20+ years ago. Implanted for an injury (gsw). Cup failure, new head and revision cup were implanted. The surgical delay is unk. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5168967, mw5168969.